Manufacturer narrative:
When investigation is completed, a follow up report will be sent to FDA. (B)(4).

Event description:
Philips received a complaint from a customer that there were concerns of overexposure due to a patient experiencing hair loss. The in house physicist of the hospital checked the system according the philips instructions and determined it was actually operating within specifications and that the issue was caused by long exposure times. Philips had previously checked the system on (B)(6) and performed full calibrations. Patient (B)(6) had to undergo three procedures; (B)(6).

Manufacturer narrative:
Philips investigated this complaint and found that the system was operating within manufacturers' specifications and that the issue was related to the procedure. The customer confirmed that the dose was a result of the physician exposing the patient for an extended period of time and due to a very small area of interest in the patients¿ cranial area. Since there was no system malfunction, the system was returned to the customer in working order. (B)(4).